Event description:
A report of the patient's precision system explanted was received. The patient states that during her last back surgery, the surgeon explanted the device. No further information is available.

Manufacturer narrative:
The explanted device will not be returned for evaluation.